Event description:
The customer called technical support (ts) reporting that the device's cpu (central processing unit) had been replaced for a check vent alarm (unknown what the alarm was), a possible battery issue, and needs option codes to reinstall software options. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer was getting an aux failure and battery failure alarm and the unit would not turn off by the touchscreen. He had to unplug the battery in order to shut it down. He replaced the battery with a known good one. The battery alarm went away. The aux failure pointed to the mc board or pcu. The customer replaced the pcba cpu board and charged the battery to resolve the reported issue. The device passed the required performance verification tests per philips's standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.

Manufacturer narrative:
The removed cpu pcba assembly was returned to the failure investigation lab (fi). A visual inspection of the component revealed no evidence of damage or contamination. The fi technician installed the cpu pcba assembly into a fi ventilator to duplicate the reported issue. The customer complaint was verified. Root cause is pcb defect. Internal trace has failed.